Manufacturer narrative:
H.6. Investigation summary: bd received 2 boxes of 22 gauge cathena units from lot: 8297527 for evaluation. Our quality engineer visually inspected the returned units and observed a hole in the catheter near the adapter. It was determined that this hole would cause the unit to leak thus, verifying the reported issue. The engineer determined that this was a manufacturing defect caused by the catheter tubing coming into contact with the tube drum and feeder slots creating a v-shaped cut in the unit. The manufacturing facility has been notified of this incident and the findings. Actions have been taken to reduce reoccurrence including polishing of the feeder drums and notifying the cathena operators to clear the tubing if jams occur. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text.

Event description:
It was reported that there was a hole in the cannuala and leakage occurred with a bd cathena 22gx1.00in straight bc. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hole approx 1/3 of cannula material noted after the insertion of the cannula. Leakage seen immediately from the entry site.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the cannula and leakage occurred with a bd cathena 22gx1.00in straight bc. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hole approx 1/3 of cannula material noted after the insertion of the cannula. Leakage seen immediately from the entry site.